Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 29oct2020.

Event description:
The customer reported tidal volume is not displayed. There was no patient involvement.

Manufacturer narrative:
G4:28apr2021 b4:(B)(6)2021. The device was tested. The issue was confirmed. The customer chose not to repair the unit. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.